Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported accidentally hitting the pump while drumming causing the touchscreen to crack; subsequently, the malfunction occurred. The customer's blood glucose (bg) was 65 mg/dl. Customer drank juice to address the low bg level. Customer stated that the low bg level was due to excessive exercise from drumming longer than usual and unrelated to the pump performance or supplies. Reportedly, manual injections would be used for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.